Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products: associated mdrs #1225714-2014-01424, 1225714-2014-01425, 1225714-2014-01426 and 1225714-2014-01427.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2005 and a cardiovascular event and subsequently expired on (B)(6) 2005 after the use of the product.